Manufacturer narrative:
Date of the event was estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a revision of the battery. It was stated that they had to revise the ins pocket site because the pocket the ins was originally in did not stay so they had to fix the pocket site. There were no further symptoms or complications reported or anticipated.